Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. In addition, the patient stated they were able to feel the lead under the skin. Technical services (ts) was consulted, upon review of the available information reprogramming options were provided, and further evaluation was recommended. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. In addition, the patient stated they were able to feel the lead under the skin. Technical services (ts) was consulted, upon review of the available information reprogramming options were provided, and further evaluation was recommended. This ra lead remains in service. No adverse patient effects were reported. Additional information was received stating the patient reported experiencing pain over the lead location, in addition, the patient reported the implant site is sensible to touch. An in office follow up was performed; however, no device reprogramming was reported. This ra lead remains in service.